Manufacturer narrative:
E1: initial reporter first name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked at the male luer lock on the tip of the set. This was discovered while filling the set with immunoglobulin, during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.